Event description:
It was reported that the device had issues with no data being detected, damaged packaging, damaged connector, and out-of-order data, rendering the product ineffective. There was patient involvement and no patient harm/adverse event reported. The exact event date cannot be determined at this time. Events occurred on various dates ranging from 01-dec-2023 to 05-mar-2024. There was one quantity affected for this patient.

Manufacturer narrative:
B3. Date of event: events reported occurred on various dates ranging from 01-dec-2023 to 05-mar-2024. Exact date of event cannot be determined at this time.b5 - dates contained a typo.

Event description:
It was reported that the device had issues with no data being detected, damaged packaging, damaged connector, and out-of-order data, rendering the product ineffective. There was patient involvement and no patient harm/adverse event reported. The event occurred on various dates ranging from (B)(6) 2023 to (B)(6) 2023. There was one quantity affected.

Manufacturer narrative:
B3. Date of event cannot be determined. The event occurred on various dates ranging from (B)(6) 2023. E1. Initial reporter phone#: (B)(6). H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Investigation summary: one used sample outside its original package was received for investigation and decontaminated. Subassembly a950-02 of returned sample was subjected to the following testing: electrical testing: the returned sample was found accepted during electrical test. Vacuum testing: the returned sample was found accepted during testing. Air leak testing: the returned sample was found accepted during testing. Complaint was not confirmed for the failure mode reported, as through the device analysis executed, it was found that the returned sample was within specifications. No root cause could be determined. The device history record of reported lot 4277670 was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released.